Event description:
It was reported that the patient had 2 urinary tract infections since using the purewick female external catheter. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. As per additional information received via phone on 14jun2022, it was reported that the customer's doctor advised the patient to stop using the purewick due to they constantly having urinary tract infections. Customer stated that they had been on antibiotics 3 different times and was not able to provide the names of the prescribed antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had 2 urinary tract infections since using the purewick female external catheter. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via phone on (B)(6) 2022, it was reported that the customer's doctor advised the patient to stop using the purewick due to they constantly having urinary tract infections. Customer stated that they had been on antibiotics 3 different times and was not able to provide the names of the prescribed antibiotics. As per additional information received via liberator on (B)(6) 2022, it was stated that the patient was getting a lot of urinary tract infections and doctor asked to stop using the purewick female external catheter. The representative stated that patient was only using it at night and during the day was going to the restroom, not using diapers or anything else. Also only using for less than 12hours per night and caregiver would still follow doctor's direction. It was noted that the patient had been using this product for more than 90 days.